Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was malignant bone pain. The patient reported that the communicator had been "sluggish¿ for a few months, and this morning it took about a half hour to deliver the bolus. The ptm (personal therapy manager) would "stall" at 90 percent, and they had to move the communicator in order to get it fully connected. The agent walked the patient through toggling airplane mode off and on and restarting the handset. The patient was able to connect to the pump successfully 2x with only momentary pause at 90 percent. The troubleshooting steps that were taken on the call resolved the issue. The patient called again on (B)(6) 2024 stating that the previously reported issue had not improved since the last time they called. The patient stated that it still took 8-10 minutes to connect to the ptm. A replacement communicator was requested from the repair department due to the poor communication. No indication of patient harm. Additional information was from a consumer (con) stated that issues have not improved since the last time they have called. The patient states it still takes "8-10 minutes" to connect to the personal therapy manager (ptm). The previous troubleshooting did not resolve the issue. An email was sent to repair department to replace communicator.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform product ID tm90t0 lot# serial#(B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.